Event description:
A report was received stating, during patient use, the ventilator was found to have stopped ventilating the patient. It was reported that the ventilator experienced a red screen at the time of discovery. Though requested, no additional patient information has been received by the manufacturer. There was no harm to the patient reported. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The inspiratory printed circuit board (pcb) was returned for investigation. A visual inspection was performed and no anomalies were found. The component was installed into a test ventilator and passes all testing. The device then ran for twenty four hours without any alarms or errors being recording in the diagnostic logs. No fault was found with the returned pcb.

Manufacturer narrative:
(B)(4). A covidien customer service engineer (cse) inspected the device and verified the reported issue. The cse replaced the inspiratory module printed circuit board (pcb) to resolve the issue. The ventilator then passed all testing according to manufacturing specifications.